Event description:
On (B)(6), 2012, the patient claimed she suffered elevated blood glucose over 600 mg/dl and required medical intervention in the ICU for 4-5 days. Upon admission to the hospital, her blood glucose read 1000 mg/dl at the ER. Prior to the admission to the hospital, the subject pump was giving recurring loss of prime. The patient felt that the multiple loss of prime attributed to the patient's high blood glucose incident. During troubleshooting, the animas representative there was 6 loss of prime warning on the day of the call. There was no product misuse. The cartridge was changed out but the issue was not resolved. The patient was able to re-prime drops of insulin into after the site change without issue. The product was requested back to animas for investigation. This complaint is being reported because the patient required medical intervention for blood glucose over 600 mg/dl after the recurring loss of prime issue began.

Manufacturer narrative:
Device evaluation: a reserved sample from the same lot number was tested. By product analysis on (B)(4) 2012 with the following findings: the cartridge passes visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A force test was performed with no failures at the conclusion of testing. No defect found with retained product.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2012, with the following findings: there were pump not primed warnings observed in the black box. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed the sensor was detecting correct force. A 29 hours flow accuracy test was performed and the pump passed the flow accuracy test and found to be delivering within the required specifications. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was opened and no damage was found to the force sensor circuit. The reported pump not primed warnings verified in the black box, a non-zero low force was observed but could not be duplicated.